Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as irritations under the breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an athlete¿s foot cream as well as an oral medication for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.